Manufacturer narrative:
As reported, it is alleged that post implant of the phasix mesh, the patient had seroma, infection, necrosis and underwent subsequent surgical intervention for mesh explant. Multiple attempts were made to request additional information. Based on the information provided to date, no conclusion can be made as to the degree to which the device, may be causing or contributing the patient¿s reported symptoms. The instructions-for-use supplied with the device lists infection and seroma as possible complications. In regards to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Note, as a specific date was not provided, the date of implant is reported as a best estimate (B)(6) 2020). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
As reported, the patient was implanted with a bd/davol phasix mesh in (B)(6) 2020. It is alleged that the patient had a jackson-pratt (jp) drain for 10 months and has been sick since the implant of the mesh. The drain was removed and a seroma was identified. It is also alleged that there was a hole in the abdomen with drainage and necrotic tissue was found, and surgery was delayed due to covid-19. The mesh was later explanted and the patient has a 7 inch scar. As reported, the patient has issues with the phasix hernia mesh (infection and necrosis) and also that the mesh did not disintegrate, causing the patient to get sick.